Event description:
It was reported that the metal part had been pulled from the center part of the statlock.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the metal part had been pulled from the center part of the statlock.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indications for use: the statlock® device is a stabilization device for compatible catheters. Daily maintenance: a. The statlock® device should be assessed daily and changed when clinically indicated, at least every seven days. B. If pad becomes soiled, wash with soap/water, saline or hydrogen peroxide. Do not use alcohol or prepackaged bathing systems, which could lead to early lifting. C. If showering/bathing, cover with plastic wrap or waterproof dressing. D. Conduct skin assessment prior to application and repeat daily per facility protocol. E. Use clinical judgment on the removal of the statlock® stabilization device if the patient experiences any fluid shifts that may interfere with skin integrity. Prep 1. Place foley catheter into retainer. Directional arrow should point towards catheter tip, and balloon inflation arm should be next to the clamp hinge. 2. Close lid, being careful to avoid pinching the catheter. 3. Identify securement site by laying the device retainer on the front of the thigh, leaving 1 inch of catheter slack between insertion site and the statlock® device retainer. 4. After placing the statlock® stabilization device off to the side, cleanse and degrease the securement site with alcohol per hospital policy. Let skin dry. 5. Apply skin protectant, in direction of hair growth, to area larger than securement site. Allow to dry completely (10-15 seconds). 6. Using permanent marker, write initials and date of application on the statlock® device anchor pad. Note: always secure catheter into the statlock® device retainer before applying adhesive pad on skin. Removal technique disengage 1. Open retainer by pressing release button with thumb, then lift to open. 2. Remove foley catheter from the statlock® device do not pull or force pad to remove." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned